Manufacturer narrative:
Other, other text: h6. Health impact, and evaluation codes: updated. No product was returned therefore device analysis could not be performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the device is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported an issue with some trachs last week. The patient needed trach changes three times in three different shifts due to cuff leaks. The patient's trach must be ordered. The patient once needed a standard length to be placed while waited for more plus lengths to come. The regular length posed no problems. Patient has undergone four separate trach changes and four malfunctioning cuffs in total. Outcome of the event was-resolved. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.